Event description:
User facility voluntary medwatch received from cdrh that stated: "the lifeshield symbiq pump 150ml burette set hospira list number 16014-01 had a defect. The bag spike separated from the tubing and the entire contents of a neonatal tpn was spilled." Upon further query, the following information was provided that indicated a tubing separation. The tubing set was to be used to deliver tpn to a neonate. It was reported that during priming in the pharmacy prior to patient use, the tubing separated from the piercing pin and the tpn spilled. The pharmacist then prepared a "non-tpn" therapy of dextrose 10% with trophamine. After an unspecified length of time, it was reported the "non-tpn" was delivered to the patient. The customer contact reported that unspecified labwork was drawn that indicated there was no change in the patient's glucose or electrolytes values. Although there was the potential for serious injury, there was no change in the patient's condition. No medical interventions were required though requested, no additional information was provided.

Manufacturer narrative:
User facility voluntary medwatch report was received on 10/04/2010. (B)(4). The device is expected to be returned for investigation. It has not yet been received. (B)(4).